Event description:
The account alleges that the brake will not hold.

Manufacturer narrative:
The tech found the brake cam had slipped out of place. The tech replaced brake cam, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.